Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station with drawer 13 unresponsive. The field service engineer contacted medbank support to assist in completing the reconfiguration process and there was no issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system had drawer failure. The customer stated that they retrieved the required medications from other available stations and there was no harm or delay in patient care. There were no adverse events or injuries reported based on this event.